Event description:
Rptr had breast implants put in in 1980 following mastectomies for fibrocystic disease. She has had a total of 2 breast surgeries. She had calcium deposits. The right implant was ruptured, she had an infection and numbness in the surgical area and one capsular contracture. She c/o chronic bladder/urinary infections, demyelinating neuropathy, short-term memory loss, balance disturbances/vertigo/dizziness, chest/rib cage pain &/or burning sensation and inflammation, elevated cholesterol or triglycerides, chronic swelling, pain and heat or cold sensitivity of extremities, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, hysterectomy, premature atrial contractions causing supra ventricular tachycardia, unusual chronic infections, joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy of neck, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, unexplained severe itching, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, vasculitis, long-term extreme fatigue, clumsiness/drops things, misjudges distance/runs into objects, hyperlipidemia, bursitis, tendonitis, fibromyalgia, heart irregularity, hysterectomy, chronic atrophic urethritis, demyelinating polyneuropathy and chronic constipation. (*)